Event description:
It was reported that a patient underwent initial right knee surgery. Subsequently, the patient was revised due to loosening approximately 2 years later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: vanguard cr por fem-rt 67.5; item# 183050; lot# 363630, biomet cc cruciate tray 67mm; item# 141232; lot# j6521694, series a pat std 31 3 peg; item# 184764; lot# 102270, vngd ant stblzd brg 10x67; item# 189040; lot# 374820. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were reviewed and did not showed anything which could explain the implant loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.